Manufacturer narrative:
Product event summary: the pump (B)(4) was not returned for evaluation. Log file analysis revealed 8 low flow alarms were logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of risk documentation, possible root causes of low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was unstable at start of implant. Patient continued to have low blood pressure (bp) issues during operating room (or) and continued post op, also started to have elevated lactate dehydrogenase (ldh) 3000's. It was suspected that patient had multiple thrombo-emboli and developed heparin induced thrombocytopenia (hit) syndrome, renal dysfunction, acute respiratory distress syndrome (ards), patient was on ventilator and went into multi-organ system failure. Patient remained vasopelgic post op and was on multiple pressers, which were maxed out, was given inotropes treatment and intravenous fluids. Pump parameters remained within normal limits. Family withdrew care and patient died on (B)(6) 2018 autopsy was refused.